Event description:
This is a report of a patient who experienced peritonitis. On the same day, the patient was hospitalized. On an unknown date, the patient was treated with an injection of amikacin 150mg ip once daily (od) and an injection of reflin 1g ip od. At the time of this report, the patient was still hospitalized but recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.